Event description:
Country of complaint: (B)(6). Description of the incident: a (B)(6) pt who was undergoing cesarean section for pre-clampsia and diagnosis. Hysterorrhaphy during which the suture is being performed (catgut chrome 0 CT-1); when passing the point and subsequent anudacion begins to fray to break completely, causing tissue injury and hematoma, surgical time increased and there is risk to the integrity of the pt.

Manufacturer narrative:
Mfg site eval: 15 samples in closed packaging are received. Preliminary analysis: review of stock: no product of this lot in stock at OEM; quantity produced / imported: this product code and batch number (B)(4) units in total. Background: no other complaints on file for this product/batch. Batch record: the batch mfg record was checked and showed that this product had a normal process and the results during the process met the requirements of the OEM; results for batch release results obtained for batch release in the tensile strength in the knot, met the requirements established for this type of suture. Samples tested for: knot pull tensile strength: samples ruptured at knot. Knot test performed and thread displayed fraying. Corrective action implemented at OEM.